Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not completed.

Event description:
Device issue: difficult to remove, locator wing - bent. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after deploying the clip, difficulty was encountered removing the device. A dilator was inserted into the access ports unlocking the thumb advancer enabling it to be retracted proximally, and counter-traction with an assertive forceful pull was applied, which released the device from the tissue tract. Manual compression was applied for ten minutes to achieve hemostasis. When the device was removed the locator wings were bent, but all components remained attached at the distal end of the device. No adverse patient effects were reported. Though requested, no additional information was provided.